Event description:
The customer reported that the system intermittently lost screens and there was no fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the service call.